Manufacturer narrative:
Correction b5- removed "high" impedance, it is unknown if impedances high or low. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received a low battery warning. It is unknown if this occurred prematurely. Patient also experienced ineffective therapy, patients leads had impedances. As a result, surgical intervention may be undertaken to address the issue. The investigation was unable to determine the leads that is associated with the issue.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: drg slimtip lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 8562950. Common device name: drg slimtip lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 8562950.

Event description:
It was reported that the patient received a low battery warning. It is unknown if this occurred prematurely. Patient also experienced ineffective therapy, patients leads have high impedances. As a result, surgical intervention may be undertaken to address the issue. The investigation was unable to determine the leads that is associated with the issue.